Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device in good condition. During the functional testing, the reported problem could not be duplicated however, found the comm module to be at fault. It appeared as if the comm module was stuck in heat reduction mode. A malfunctioning wireless radio board was suspected to be at fault. The comm module was sent to the supplier for further investigation. The item is a purchased finished good and the DHR is the responsibility of the supplier.

Event description:
It was reported that the communication module was showing frequent "wireless connection error." When the error occurred, it did not allow the user to proceed with the use of the pump. The only way to clear the error was to physically remove the top hat and re-attach it. Even when the communication module was swapped with another pump, the error travelled with it. Reporter has verified that there were no insulation rubber tips left on the pins. The error occurred during the infusion, and nurse mentioned she swapped the pump to continue patient medication. The event occurred in a clinical setting and was noted in device history. There was patient involvement and no patient harm/adverse event reported.